Event description:
The facility reported that the resident was being lifted off the bed to a wheelchair. The lift was pulled away from the bed, with the resident in a sitting position. It was reported that the sling snapped open and the resident fell, hitting her head on the leg of the lift. The resident also sustained a skin tear on her right arm from the caregiver grabbing her to prevent her from hitting the floor. The resident was taken to the hospital for a complete body x-ray and CT scan of the head. Test results were normal and she was released.